Event description:
It was reported that defibrillation threshold testing (dft) failed in all configurations during device changeout. A subcutaneous coil was added to the system and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD implanted: (B)(6) 2010, lv/is10 lead implanted: (B)(6) 2006; 672625 adaptor implanted: (B)(6) 2010. (B)(4).